Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) ilpc341u, (certain low profile one-piece abutment 3.4mm(d) x 1mm(h)) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2023020547. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020547 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that abutment fractured. Per: the procedure was not completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).